Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and five months post implant of this 14mm pulmonary valved conduit implanted in an (B)(6) old patient, it was explanted and replaced with 16mm conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.